Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to possible infection. The physician opted to perform a debridement procedure and confirmed that there was nothing wrong with the ICD. There were no additional adverse patient effects reported. This rv lead remained capped.